Manufacturer narrative:
A complete lead was returned in one piece. X-ray examination noted the inner coil appeared to be fractured in the middle region of the lead. A scanning electron microscope evaluation verified all filars of the inner coil were fractured. The cause of the reported events was due to the fractured inner coil consistent with bending fatigue.

Event description:
It was reported that right atrial (ra) lead fractured and exhibited increasing impedance and noise. The lead was explanted and replaced. The patient is in stable condition.